Manufacturer narrative:
The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed fluid inside the bag that contained the unit. A functional leak test was performed and a leak was observed at the solvent-bonded junction of the tubing and the stressmember near the fillport. No evidence of a leak was found at the blue winged luer cap. The reported condition was verified. The cause of the leak could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked from the level of the wing cap during filling. There was no patient involvement. No additional information is available.